Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) 3 was analyzed and found that unit had non-recoverable error 319. The unit was tested on an in-house system and triggered error 319. The unit was also tested on patient side cart fixture test platform (pftp) and failed check all boards. The trouble shooting was performed. A gold axes controller, arm (aca) and rolling loop flat flex cable (ffc) were installed and the unit passed. The original was returned and the unit failed. Upon further investigation, there was no fluid intrusion or physical. Log also shows errors 319, 25730 and 307. The complaint was confirmed based on failure analysis. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post market surveillance (rpms) quality engineer. Investigation revealed the following possible related system errors: 319 : node 189 is not present at startup, node name: axes controller, arm (aca) in armnet3 usm. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause in this case is attributed to the inconsistent axes controller, arm (aca) & rolling loop flat flex cable (ffc).

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure that non-recoverable error 319 occurred against arm 3. The customer restarted the system, but the issue persisted. The intuitive tech support engineer (tse) reviewed the live logs and found error 319, pointing to a node not being present. The tse guided through a hard power cycle and emergency power off (epo), including exercising the arm, but the issue persisted. The tse advised to disable arm 3 and to use the system as a 3-arm system. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the ports were placed when the problem was recognized and the system functionality checked when the system was switched on. The system initially starts up without errors. It was stated that arm 3 was removed and moved to the rear so that work could continue with 3 arms. The 3-arm robotically procedure was performed.